Event description:
It was reported that the 9800 system intermittently shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.